Event description:
It was reported the tip of the tunneling rod broke off during a stage 2 dbs implant. The surgeon spent 2-3 hours attempting to locate the tip. The tip is not radiopaque, so it could not be seen by fluoroscopy. The surgeon attempted taking the pt to CT and sonogram but still was unable to locate the tip. After consultation with the pt's family it was decided no further attempt would be made to retrieve the tip. The piece remains in the pt's neck. The pt was doing fine following the surgery.

Manufacturer narrative:
Tunneler/carrier.